Manufacturer narrative:
Date of this report: 02/04/2016. Date manufacturer received: 04/18/2016. Product evaluation: service and repair confirmed that this device was not working; therefore, the reported ¿noise¿ and ¿overheating¿ could not be confirmed. The collet cover and the nut collet could not be removed, the gear was worn and there was also wear around the shaft, bearings and other components. The motor cable assembly, collet, collet cover, collet nut, gears, bearings and additional components were replaced. The device was successfully tested to specifications. (B)(4).

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.(B)(4). Product evaluation: the device was not running when it was received in service and repair; therefore, pre-repair temperature testing could not be performed.

Event description:
It was reported that the "during a tympanoplasty, the m4 handpiece overheated." No patient impact has been reported.